Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 400+ mg/dl. Customer stated that she just got out of the hospital. Customer reported that she was hospitalized three times since (B)(6) for high blood glucose levels and diabetic ketoacidosis (dka). Customer reported symptoms related to her high blood glucose levels were nausea, vomiting, abdominal pain, and difficulty breathing. Troubleshooting determined that high blood glucose levels may have been the result of a site related issue, but cause could not be determine because the customer has already removed the infusion set site. Customer will discuss new site location with her health care professional. Product is not being returned or replaced.